Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope injection needle protective clear cap was stuck towards the top of the biopsy channel. The issue was found during a colonoscopy procedure. There was a delay of less than 30 minutes, and the patient was under sedation at the time. The procedure was completed with a similar device. There were no reports of patient harm. Injection need protective clear cap stuck towards the top of the biopsy channel. Was cleaned and disinfected as best as possible.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.